Event description:
It was reported that during an unk procedure, the handpiece was broken. The case was completed by using a new handpiece. Customer cannot provide anymore details about the circumstances in which the issue occurred. No pt consequences was reported.

Manufacturer narrative:
(B)(4). (B)(4). Eval summary: the instrument was received with a loose mount and the nose cone cracked. The hand piece was tested on a generator and found to be non functional. It no longer meets design specifications for continuity. The hand piece was disassembled, a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Possible causes of continuity: causes that may contribute to this are pinched wires during mfg, poor soldering of wires in cable assembly, dropping of instrument, excessive bending and twisting of cable and/or connector, or end of instrument life.